Event description:
Patient status post motor vehicle collision with multiple injuries which included acetabular fracture. Open reduction with internal fixation was done. Hardware later became infected and was removed. Patient subsequently developed chronic abscess resulting in large flank wound requiring multiple irrigation and drainage and debridements. Wound managed with vac dressing. Wound closed several months after accident. Patient developed another abscess. During abscess drainage procedure, a small piece of vac dressing was found in the wound. Patient is recovering without complications. Vac dressing is not radiopaque and can fragment easily. Often it is cut to fit the size of the wound. Sponge for dressing comes in multiple sizes. It is unknown what specific size of the vac dressing was last applied to the wound.